Event description:
It was reported to philips that the flexvision monitor failed to display images. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a non-emergency procedure when the reported event occurred. The physician was able to complete the procedure successfully by checking the stent boost images on the monitor in the control room. A philips field service engineer (fse) visited onsite and identified that the input source on the multivision monitor¿s setting had been switched to displayport instead of dvi (digital visual interface). To resolve the issue, the fse switched the input source back to dvi and confirmed all display signals were not visible on the multivision monitor. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a non-emergency procedure when the reported event occurred. The physician was able to complete the procedure successfully by checking the stent boost images on the monitor in the control room. A philips field service engineer (fse) visited onsite and identified that the input source on the multivision monitor¿s setting had been switched to display port instead of display port (digital visual interface). To resolve the issue, the fse switched the input source back to dvi and confirmed all display signals were not visible on the multivision monitor. The system was returned to use in good working order. The codes were updated based on the investigation outcome.